Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose.

Event description:
It was reported that the customer had the pump carbohydrate setting turned off and subsequently, the customer inadvertently entered the incorrect value during bolus delivery and over-bolused. Customer's blood glucose (bg) was 36 mg/dl and carbohydrates were consumed to address bg. Tandem technical support assisted the customer with adjusting the pump settings. Customer reported the pump was functioning properly.